Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed failed battery and battery power loss. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was treated with manual injection. The customer was assisted with troubleshooting for failed battery and he reports pump cleared alarm as well as he did receive a low battery alert prior to the off no power alarm. The customer was advised to insert new battery. The insulin pump will not be returned for analysis.